Event description:
It was reported that a balloon rupture occurred. A 5.00 mm / 2.0 cm /135 cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured occurred in nominal pressure at burst. The device was completely and simply pulled out from the patient's body. The procedure was completed with a non bsc device. No complications reported and the patient was good.